Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and prime or fill anomaly. The customer¿s blood glucose level was 244 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and the insulin was squirting out during manual prime process. Unable to complete troubleshooting due to no new reservoir and infusion set available for testing. The customer was advised to call back. The insulin pump is not expected to return for analysis.